Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. Judy (wife), is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 410 and 189mg/dl. The customer's expected fasting blood glucose test result range is 120 to 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 246 and 241mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 09/24/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6).